Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event that an air leak was noted in the cuff. The product was used for treatment. A visual inspection was performed, and it was observed the cuff presented a small cut. The product did not meet specification. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. Correction: (name, email), (phone). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cuff test, it was found that the cuff leak the air. There was no patient involved.